Event description:
The report received indicated that during an aortography, the 5f infiniti diagnostic catheter dissected. The problem was further described as a sudden split of the catheter at approximately 7cm from the pigtail. The catheter was exchanged and the procedure was completed successfully without any injury or adverse event to the patient. Additional information indicated that before encountering the problem, there were no kinks or any other anomalies noticed. There was no resistance encountered during the procedure and there was no excessive force used. According to the physician, the device was used in the correct way.

Manufacturer narrative:
The product is available for evaluation; however, as of to date this has not been returned. Additional information will be submitted within 30 days upon receipt.